Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the battery pca for the device was damaged. There was no patient involvement.